Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old female in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The 14 fr impella short sheath with dilator was placed. The clear piece twisted to remove dilator and the valve and orange piece came out with dilator. There was bleeding significantly out of sheath. Broken impella sheath was then exchanged for 16fr check-flo sheath. Impella then placed with ease. During support with the implanted pump, it was noted that the left leg became mottled and a doppler pulse could not be found. After the device was explanted, the left leg color and temperature improved.

Manufacturer narrative:
The investigation for the access site bleed and limb ischemia has been completed. The device was not returned. The cause of the access site bleeding issue was not determined since location of damage was unable be confirmed without return product. The cause of the limb ischemia issue was most likely patient condition related to small vessels since the impella removal resolved the issue, based on given clinical details.